Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead insulation was twisting during manipulation. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of insulation twisted during implant was confirmed. As received, a complete lead was returned for analysis. Visual analysis noted the outer insulation was twisted throughout the entire lead consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. All damages found are consistent with procedural damage.